Event description:
Material #: 10015861a batch #: 23065136 it was reported by customer that they received a news letter from bd stating that item ime10015861a contained dehp. On the product labeling it stated that the item was non - dehp and the customer require non- dehp tubing for their preparations. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no item: 10015861a. Quantity affected:(B)(4) cases. Serial/lot number: (B)(6). Po : (B)(4). Are any samples available for return? Yes. Reported issue: customer amber received a news letter from bd stating that item ime10015861a contained dehp. On the product labeling it stated that the item was non - dehp and the customer require non- dehp tubing for their preparations. Customer disposition request: return.

Manufacturer narrative:
MDR# 9101183 made in error- it was not a complaint but an inquiry about a recalled product.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set has incorrect information. The following information was received by the initial reporter with the verbatim: reported issue: customer amber received a news letter from bd stating that item ime10015861a contained dehp. On the product labeling it stated that the item was non - dehp and the customer require non- dehp tubing for thier preparations.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). ¿h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.